Event description:
It was reported that the patient was unable to use the artificial urinary sphincter (aus). Upon revision, the pump was not working, and a fluid loss was identified from an unknown source. Therefore, the aus was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.